Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, no openings were found in the device, wear abrasion, void >1 mm in non-textured, valve to shell bond area and white particles device inner surface. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device was explanted and replaced.